Event description:
Affiliate reported, that the stepping motor or some other component in the valve housing has detached from the base plate. It was implanted in 1995 and replaced in 2008.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.